Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr found that the hgb solenoid valve assembly was not fully closing. The fsr replaced the solenoid valve assembly. The fsr verified instrument operation per specifications. No further investigation was required. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn ruby system operator's manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Event description:
The account stated that the celldyn ruby analyzer generated a hgb result of 4 g/dl on a patient that should have been normal. There was no further information provided and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.